Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2017. The catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving dilaudid (1.0 mg/ml at 0.1999 mg/day) and bupivacaine (30.0 mg/ml at 5.996 mg/day) via an implantable infusion pump. It was further reported the patient reported being unable to activate her personal therapy manager (ptm) on (B)(6) 2017. During the visit, it was noted that the pump had flipped within the pocket, preventing the patient from activating her ptm. The provider manually returned the pump to the appropriate position and the patient was scheduled for a revision. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported they have the device and will be sending the device back today (B)(6) 2017) via a return mailer kit for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated during the pump refill procedure, the provider noted that the patient's pump had flipped within the pocket. The device diagnosis was pump inversion. The pump was re-sutured and a new pocket was formed on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient died/passed away on (B)(6) 2017. The cause of death was cerebellar stroke syndrome. It was noted that the death was not related to device or procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the catheter body being broken.

Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (h ydromorphone) with an unknown dose and concentration via an implantable pump for malignant pain and cancer pain. It was reported on (B)(6) 2017 the patient's pump needed to be moved for comfort. It was determined during the pocket revision on (B)(6) 2017 that the catheter had been fractured as well. It was noted that part of the /partial catheter was being returned. A new pump segment was added to the remaining existing catheter. It was noted that the healthcare professional believed the patient may have been flipping the pump. It was noted that this issue was resolved and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur. Patient's weight was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient had a revision yesterday and the pump was moved from the abdomen to the chest. The pump was moved because the catheter kept kinking. The hcp reported that baclofen was in the pump. No further information was received at this time.